Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A cartridge was not indicated. The customer indicated the use of an unspecified handpiece. A viscoelastic was indicated which is not qualified for this lens with the approved cartridge combinations. The product investigation could not identify a root cause. A voluntary recall of acrysof restor® and restor® toric iol models occurred on april 16, 2015, after an increased number of complaints of ocular inflammation post cataract surgery. Following the announcement of the recall, reports of post-surgical ocular inflammation for non recall lenses in (B)(4) were also received. It is not unusual to expect the number of complaints to increase following such an announcement as there is heightened awareness of the event. The increase in complaints observed for the non recall models is specific to the (B)(4) market. Based on the interpretation that this increase in the number of reports of post-surgical ocular inflammation for the non recall models is below the published rates (oshika t, et al. Incidence of endophthalmitis following cataract surgery in (B)(4). Acta ophthalmol. Scand 2007:85:848-851), we will continue to closely monitor for any potential trends or signals. Alcon will closely monitor for any potential trends or signals for all acrysof non-restor® iol models. Based on continued trending of all acrysof® models the acrysof® iq toric sn6at6, sn6at7, sn6at8 and sn6at9 intraocular lenses (iols) for the japan market were added to the voluntary recall (29-sep-2015). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported that during an intraocular lens (iol) implant procedure, the vitreous body came out slightly requiring an a-vit (anterior vitrectomy). On the seventh postoperative day the patient developed aseptic endophthalmitis. The symptoms are alleviated currently after antibiotic treatment and anterior chamber irrigation. The lens remains implanted. Additional information was provided by the surgeon, who reported that during the procedure the vitreous prolapsed due to a rupture of zinn's zonule. On the fifth postoperative day the patient developed an increase number of anterior chamber cells. The following day, corneal erosion developed, a vitrectomy for a prolapsed vitreous and anterior chamber wash out (with antibiotic irrigation) was performed. There was no bacterium inspection performed. The patient's problem was described as endophthalmitis (whether aseptic or infectious is unknown).